Event description:
Pdc was contacted on (B)(6) 2011 with reports of a medical intervention that occurred around (B)(6) 2011. Time unk. Reporter, pt's supplier, said pt contacted them and reported getting a high reading ("100pts high") on his prodigy meter. He then took too much insulin resulting in a need for medical attention. Actual glucose readings weren't provided. It was also reported that pt's doctor requested meter be changed due to difference when compared to another brand. Supplier replaced pt's meter. Pdc records show pt called on (B)(6) 2011 and questioned the accuracy of the meter but did not mention medical intervention, so it is unk whether event had already occurred. Pdc cc rep tried to walk the pt through a cst to first troubleshoot the meter, but the cs had already expired. Cc rep offered to send pt new cs so calibration could be done once received, but pt said he'll call his supplier and hung up. Pdc couldn't send replacements to pt due to short duration of call and not having a chance to collect his info.

Manufacturer narrative:
Pdc attempted to first troubleshoot device, then replace as necessary, but pt hung up the phone. It was later reported that pt's supplier sent him new product.